Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope had a noisy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the scope connector. The customer confirmed that the device was cleaned, disinfected, and sterilized (cds) before returning to olympus. The following details regarding the reprocessing were unknown: if there was a delay in the start of precleaning, if the air/water nozzle was flushed with air and water, if there were any abnormalities in the accessories used for reprocessing, if the endoscope was immersed in detergent solution, if the air/water nozzle was flushed with detergent solution, and if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer did not report any concerns about the reprocessing or what they thought the foreign material could have been. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: water tightness was lost due to a scratch on the scope cover, the adhesive around the light guide lens was peeled, the objective lens had a crack, the adhesive around the objective lens was peeled, the universal cord had a wrinkle, the forceps elevator had discoloration, the forceps elevator knob had discoloration, the right/left knob had discoloration, the control unit had discoloration, the light guide bundle had breakage, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive on the bending section cover had a chip, the play of the up/down know was out of standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the insulation resistance value at the distal end did not meet the standard value due a crack on the bending section cover, the up/down knob had discoloration, and the connecting tube had a wrinkle. Additionally scratches were found on the following components: the plastic distal end cover, the scope connector cover unit, the protector of the universal cord on the scope connector side, the universal cord, the image guide protector, the grip, the switch box, the connecting tube, the forceps elevator, the forceps elevator knob, the right/left knob, the up/down knob, the control unit, the scope connector, and the scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.